Event description:
It was reported that the customer noticed a scratch on the screen of his insulin pump. At the time of reporting his blood glucose was 600mg/dl, which he treated with an injection of insulin. He stated that he did not know how the scratch occurred. Before it could be determined if the scratch was obstructing his view, the customer disconnected to call to use the restroom. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
See medwatch 2032227-2014-44023. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.